Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the power port is coming out of the side of the monitor. It is unknown how the port was damaged. User stated port is loose. There was no patient involvement, therefore no health consequences or impact occurred.